Event description:
The customer reportedly obtained a "lo" (less than 10 mg/dl) on the accu-chek active s system. The customer drank orange juice. Five minutes after the "lo" (less than 10 mg/dl) result; the customer obtained the blood glucose result of 86 mg/dl (same system). The customer felt shaky with the "lo" (less than 10 mg/dl) and the 86 mg/dl blood glucose results. The customer did not disclose when she felt better. No adverse event reported. New system sent to customer and return requested.